Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the on/off power button gasket consistent with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.